Event description:
It was reported that the customer experienced difficulty plugging the usb cable into the usb port in order to charge the pump. Reportedly, a piece of the usb cable broke off into the usb port. Customer¿s blood glucose level was 254 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.